Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) visited system onsite and confirmed that the geometry module was not responding. Upon troubleshooting, the fse found whole geometry movement was impossible due to the buttons and knobs were not functioning on the geo module. The supplier's part analysis could not determine the cause of geo module failure. However, replacing the geo module and updating software by the fse had resolved the issue, after which the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's geometry module was not responding, which can impact geometry movements. No harm was reported to philips. Philips has started an investigation of this complaint.